Event description:
It was reported that a clavicle peri-loc plate has bent 6 weeks after the surgery.

Manufacturer narrative:
The associated complaint device was not returned to be evaluated. A review of complaint history for the listed part revealed no prior complaints for the listed part. A clinical/medical investigation concluded; insufficient clinically relevant supporting documentation was provided to perform a thorough medical investigation. However, it was reported that the surgeon communicated patient non-compliance post-op as the contributing factor/root cause of the bent locking plate. The patient impact beyond the bent plate and possible revision procedure cannot be determined as no further information was provided. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.